Event description:
It was reported that the lead had fluctuating impedance. Follow-up revealed that the impedance readings were within normal ranges. The high voltage portion of the lead remains in use and the pace/sense portion was replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.